Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator did not have power supply. The ventilator was not in use on a patient at the time of the event. A third party service provider inspected the device and replaced the power supply to resolve the issue. The ventilator was in working condition.

Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator did not have power supply. At this time, it is unknown if there was patient involvement. Medtronic was not authorized to evaluate/repair the device. A third party service provider inspected the device and they found that the power supply needed to be replaced.